Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a hardware removal due to infection. On (B)(6) 2017, the patient had a bilateral sagittal split osteotomy of the mandible with a trumatch mandible plate mini. On (B)(6) 2018, the patient developed the first symptom of infection. The surgeon informed the sales consultant on (B)(6) 2019, that infection of the mandible plate occurred only at one side after surgery. There was no issue with the bone quality or planned occlusion of the patient. Initially, the case was treated with antibiotics, thereafter, at least 8 weeks osteotomy is healed, the plates and screws were removed. It is unknown if there was a surgical delay. Patient outcome is unknown. This report is for one (1) unknown matrix screw. This is report 1 of 1 for (B)(4).

Event description:
It was further reported that the infection was on the left side. Additionally, it was reported that the surgeon was certain that it was a surgical issue and not the implants and the sterilizing process has not been changed in the last three years.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.